Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two syringe 0.5ml 30ga tw 8mm bls 400 sg experienced the cannula breaking off/pulling out after use. The following information was provided by the initial reporter: the safety arm was broken.

Manufacturer narrative:
Investigation summary: customer returned (2) 1/2cc, 8mm, 30g bd safetyglide insulin syringes (1 loose, 1 in an open blister pack) from lot # 8234579. Customer states that the safety arm was broken. Both returned syringes were examined and one syringe was returned with the hub-needle-safety mechanism/shield assembly separated from the barrel. A review of the device history record was completed for batch# 8234579. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. As per investigation completed by manufacturing, visual inspection of the syringes found the safety mechanism (shield/pushrod/adapter) detached from the syringe. We would confirm from the returned sample the barrel tip and the needle assembly core were damaged thus not allowing the safety mechanism to attach to the syringe. The automatic syringe assembly machine assembles the barrel, stopper, plunger and needle assembly components into a syringe. The machine consists of several syringe assembly dials, inspection and transfer dials. This type of detachment can occur when the needle assembly transfer rail that feeds onto the barrel dial is misaligned causing the barrel tip and or the needle assembly to get damaged. Misalignment can occur due to component jams. A mis-assembled shield detection system (camera) is in place to detect missing or raised shield and will automatically reject the syringe. The camera detection is challenged each production shift. There are no l2l dispatches, logbook entries or notifications for safety mechanism separating from the time that this batch was produced. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that two syringe 0.5ml 30ga tw 8mm bls 400 sg experienced the cannula breaking off/pulling out after use. The following information was provided by the initial reporter: the safety arm was broken.